Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered appropriate shocks for ventricular tachycardia (vt) but also an inappropriate shock for supraventricular tachycardia (svt). The s-ICD system remains in service. No additional adverse patient effects were reported.